Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 566 mg/dl. A manual injection was administered to address elevated bg. Reportedly the customer continued to use the pump for insulin therapy.